Manufacturer narrative:
A review of the device history records confirms that the device was manufactured to specification. The company has requested additional detailed information from the surgeon regarding the reported event. The results of the investigation will be provided in the final report. This custom implant is similar to the mets modular total femur implant (k121055). Implanted.

Event description:
During surgery, the surgeon is reported to have experienced difficulty cementing the components together. As a result, the surgeon has suggested that the company recommend use of low viscosity cement with custom total femur devices in future.

Manufacturer narrative:
While the surgeon was pleased with the outcome of the implant procedure, the surgeon suggested that stanmore implants recommend use of a "low" viscosity cement during custom total femur implant procedures. Stanmore implants does not make any recommendations regarding use of a specific cement viscosity with its implants. Cement viscosity does not affect the functionality, or efficacy of the finished/assembled implant. The decision to use "low" or "normal" viscosity cement in orthopedic implants is based solely upon surgeon preference and experience. There is no failure of the device, packaging or labeling. This complaint is a recommendation based upon surgeon preference. This is the first complaint of this nature recorded by stanmore implants and is considered to be an isolated event.

Event description:
This is a supplementary to MDR 3004105610-2015-00065.